Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The user can detect the suggested event by handling the device in accordance with IFU below. Inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of entire screen went black and did not show images was confirmed. The additional evaluation findings are as follows: bending section cover glue was cracked, insertion tube had minor dent and pass ring gauge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope entire screen became black and did not show images. The diagnostic procedure (bronchoscopy) was completed within 30 minutes using a similar device. Though the procedure was delayed for 10 minutes, the patient did not suffer any injury or harm.